Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and patient death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient passed away from diabetic ketoacidosis (dka). It is unclear whether patient was using device at the time of death. It was also reported that patient was very non-compliant regarding treatment, according to the diabetes center where this patient received necessary training.